Manufacturer narrative:
(B)(4). Attempts for patient ethnicity have been unsuccessful. Implant and explant dates: the implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was initially reported, prior to the procedure, the system displayed "fault detected" on the screen. A second device was used to complete the procedure. No patient injury occurred. Additional information provided the device was inserted into the sheath and failed quickly. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. The patient was discharged as expected. Visual, microscopic inspection, and image testing were performed on the returned device. The system displayed a "fault detected" error message upon plugging in the device. A void was observed in the fillet. The presence of a scratch proximal to the void and the rough edges, indicates that the outermost layer of the bubble removed. The probable cause of the reported failure is electrical discontinuity within the device as evidenced by the failed image test. The probable cause of the void in the fillet is damage in use, as evidenced by the scratch observed proximal of the void. Strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the cause of the failure's occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported because there is a potential for harm if the event were to recur.

Event description:
This follow-up supplemental report #1 is being submitted to correct.

Manufacturer narrative:
Internal reference: 214815 this case was reviewed and investigated according to the manufacturer's policy. Inadvertent entry error. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.